Manufacturer narrative:
Examination of the returned tibial insert confirms the reported polyethylene wear. The exact root cause could not be determined, but wear patterns suggest malrotation between the tibial and femoral components. The lot number required to review the device history records and complaint history was not provided. Based on the investigation, the need for corrective action was not indicated. The product code is an obsolete item. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address poly wear.